Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited high impedances and a possible fracture. It was also noted that the patient suffered a subclavian vein hemorrhage which was repaired with hemostasis measures. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 21.7 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.